Event description:
It was reported that during a percutaneous coronary intervention a shaft separation occurred. The target lesion was located in the severely calcified left anterior descending artery. An unspecified guide wire crossed the lesion and was predilated with an unspecified balloon catheter. The 2.5 x 32mm promus element plus mr stent delivery system (sds) was advanced through a non bsc guide catheter. The physician felt resistance between the sds and the guide catheter and it was noted that the shaft had separated during the attempt to cross the lesion. The separation was approximately 20cm from the hub and contained within the guide catheter. The procedure was completed with two 2.5 x 16mm promus element stents. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a shaft separation occurred. The target lesion was located in the severely calcified left anterior descending artery. An unspecified guide wire crossed the lesion and was predilated with an unspecified balloon catheter. The 2.5 x 32mm promus element plus mr stent delivery system (sds) was advanced through a non bsc guide catheter. The physician felt resistance between the sds and the guide catheter and it was noted that the shaft had separated during the attempt to cross the lesion. The separation was approximately 20cm from the hub and contained within the guide catheter. The procedure was completed with two 2.5 x 16mm promus element stents. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was return for analysis. Initial visual examination noted that the device was returned in two sections, as a result of a break in the hypotube at approximately 222 mm distal from the catheters strain relief. The balloon and stent was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No further damage was noted on the returned device which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).